Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that they could not recall the official cause of death. The caller stated that the customer stopped breathing. The customer was hospitalized due to diabetic ketoacidosis, vomiting, and dehydration. The caller stated that the customer was a very brittle diabetic. The customer was in the hospital for one month prior to passing. The caller did not remember the customer's blood glucose at the time of death. The caller stated that the customer was not wearing the insulin pump at the time of death; it was disconnected at the time of hospitalization. The caller stated that the insulin pump was disconnected every time the customer was hospitalized. The caller could not recall how long the customer was off insulin pump therapy prior to passing. The customer was using sensors however was not wearing one at the time of death. The caller stated that they do not have the customer's insulin pump.